Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that two weeks after a right shoulder surgery for partial torn rotator cuff and partial torn labrum performed on (B)(6) 2024 at (B)(6) hospital, the patient started experimenting higher than normal amounts of pain. The surgeon was notified and concluded that the block must not have worked. At two weeks, physical therapy was started and the high pain continued, the patient was experimenting severely limited range of motion. 4-6 weeks post op a steroid shot was administrated, and the patient was diagnosed with post-operative frozen shoulder which led to two manipulations under anesthesia, the first one on (B)(6) 2024 and the second one on (B)(6) 2024. However, after the interventions the patient continued experimenting high pain and severe restrictions in range of motion. Six months later, a second opinion was consulted, which led to an arthroscopic release of scar tissue and debride of the regeneten patch off the rotator cuff and was diagnosed with severe post-op adhesive capsulitis during that procedure. The patient had no pre-existing conditions, although is currently unable to work due to the high pain, fatigue, poor range of motion and loss of strength caused by the adverse events and is under prolonged physical therapy care.